Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir attachment broken off. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that insulin pump had no alarms during priming process and pump stopped working without low battery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected audio/vibrate anomalies noted. No unexpected battery out limit anomalies. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).